Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hta controller was used to perform a hydrothermal ablation procedure performed on (B)(6) 2020. Reportedly, the patient was under anesthesia. According to the complainant, during procedure, the physician was priming the machine and an error message "cassette failed" appeared. A second cassette was used the physician was unable to gain pressure. The hta cassette was reprimed and it failed for the third time. The procedure was cancelled due to this event. There was no serious injury nor adverse patient effects reported as a result of this event.